Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2ba07); product type: 0200-lead; implant date (B)(6) 2021 explant date . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said their stimulator is causing shocks to radiate in an area in weird areas. It shocked her twice on friday. Patient said when they tried to adjust the program to see if maybe it was just a program that was off or their body had adapted to all the programs they are feeling the sensation and it feels like the lead has migrated. Patient also said the sensation is hitting the gluteus, and is at the hip joint and at the crease of the buttock. The issue started on friday. Patient mentioned they stepped on a power cord and it rolled under their foot weeks ago and had no impact injuries. Patient hasn't been working out because it's shocking the crap out of her. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient doesn't have a managing doctor she just moved to north carolina. Patient is with the va. Pt is waiting for their primary care doctor to put a referral in for a urology doctor.